Manufacturer narrative:
Continuation of d10: product ID: afr-00001 product type: sphere 9 catheter; product ID: afr-00001 product type: sphere 9 catheter; product ID: afr-00001 product type: sphere 9 catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during preparation for a cardiac ablation procedure, the catheter was taken out of the sterile packaging and there was a white powdery substance on the resistance knob of the handle. When the substance was touched, it would come off. The catheter was replaced which and the same substance. The catheter was replaced 2 more times which resolved the issue. There was no patient involvement.